Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device analysis was performed on the returned sample, and it was revealed that the delivery wire detached from proximal end. The device was stated to be in good condition, was prepared according to the dfu specifications, and the patients anatomy was moderately tortuous. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is probable the delivery wire was fractured as a result of handling of the device during the clinical procedure, therefore a cause of handling damage will be assigned to the investigation.

Event description:
Analysis of the returned device found that the delivery wire had broken inside the patient. There was no clinical consequence to the patient as a result of this event.